Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 analysis: the product was returned to ethicon for evaluation. The returned sample determined that it was received one open sample that pertains to product code vcp714d. This product code is a control release and requires eight strands per packet. During visual inspection of the returned sample, the sutures cannot be dispensed since have begun with the degradation process. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent gallbladder surgery on (B)(6) 2023 and suture was used. The suture had been found broken in the newly dispensed suture when preparing for gallbladder surgery. Another device was used to complete the surgery. No adverse patient consequences were reported. No additional information could be provided.